Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked case on the lcd window corners, minor scratch on the lcd window, cracks on the battery tube threads, cracks on the reservoir tube lip, and crack on the belt clip slot.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by the customer that their insulin pump was damaged near the battery compartment and the display screen. Customer stated they do not recall any significant events that lead to the damage or if the device was dropped, but did remove the batteries in order to clear the alarm. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.